Event description:
It was reported that revision surgery was performed due to increased cobalt blood value (10.7 ug/l in (B)(6)).

Manufacturer narrative:
(B)(4).

Event description:
Left hip revision surgery due to suspected metallosis.